Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Concomitant med products: attune fb tib base sz 6 cem knee tibial tray component; attune cr fem rt sz 7 cem knee femur component; attune cr fb insrt sz 7 6mm knee tibial insert component; attune medial dome pat 38mm knee patella component; unknown bone cement.

Event description:
It was reported that the patient's knee was revised due to infection. During this procedure, which is the first stage of what is planned to be a two stage procedure, the prior attune primary implants were removed and replaced by a temporary antibiotic impregnated articulating spacer. Once the infection has cleared, the temporary spacer will be removed and replaced by revision knee components. No loosening and no surgical delay. Doi: (B)(6) 2018; dor: (B)(6) 2018; right knee.

Manufacturer narrative:
Pc-(B)(4).no device associated with this report was received for examination. Depuy synthes considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. If information is obtained that was not available for the initial medwatch , a follow-up medwatch will be filed as appropriate.